Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device which cannot analyze ECG to detect the asystole when patient expired. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device cannot analyze the ECG when a patient pass away. Patient ECG could not be recorded and print out. The hospital is worried that they cannot use the dfm100 to print a report to certify whether the patient is dead or not. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.